Event description:
It was reported that the patient had difficulty in charging the ipg. The patient underwent a revision procedure wherein the two ipgs and leads were removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc221850t0. Model: sc-2218-50t. Serial: (B)(6). Batch: 204481/204527/209946/209811. Product family: scs-ipg-r. Upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: 180198.